Event description:
Consumer alleges he was leaning against his heating pad when it flamed and damaged his recliner. He also alleges that he sustained a "sunburn" on his back.

Manufacturer narrative:
Consumer admits to leaning against the heating pad which is a direct violation of the instructions and warnings provided. A prepaid label was sent to the customer for return of the product. Consumer has not returned the product.